Manufacturer narrative:
Correction submitted as it was determined (B)(4) was missing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va14ffq, implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va14ffq, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having a revision today, however the caller did not provide any reason or context regarding the revision. No patient symptoms or any further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the patient's revision occurred because they were struck in the head and had their cranial lead fractured. No further complications were reported as a result of this event.

Manufacturer narrative:
Updated to include product problem if information is provided in the future, a supplemental report will be issued.